Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of samples were clotted. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2025-01141 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. It is a duplicate of MDR# 9617032-2025-01124.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of samples were clotted. There was no health impact or consequences reported.